Event description:
MFR's rep reported pt has not had efficacy with implanted infusion system for sometime. During a pocket revision procedure a reservoir volume discrepancy was noted. The expected reservoir volume (erv)=2.6 ml, the actual reservoir volume (arv) = 15 ml. This was the first reported volume discrepancy, and the system has been implanted for approx 2 yrs. Troubleshooting options are being considered. Request for add'l info from the hcp regarding the reported event including further pt symptoms, interventions or device troubleshooting, and outcome/current status. A follow up report will be sent when add'l info is rec'd.